Event description:
It was reported that a clearlink continu-flo solution set split during use with an auto-injector for a computed tomography (CT) contrast. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. However, use of a power injector with the device was reported and is a known cause of split tubing. The device is not labeled as approved for use with a power injector. Should additional relevant information become available, a supplemental report will be submitted.